Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary procedure, which was completed by using the wired footswitch. The philips remote service engineer (rse) inspected the system remotely and confirmed that occasionally the release one wireless footswitch would not function and would lose contact with the base station. As per customer request, the replacement wireless footswitch and wireless base station were sent to the customer for replacement. The customer replaced the wired foot switch and base station themselves to resolve the issue. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch and base station were faulty. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.